Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the unit started, the roller pump rotated rapidly and then stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary quality technician could not duplicate the reported issue. The manufacturer received the system's software data logs on (B)(6) 2012 for further eval.